Event description:
Complainant alleged that during incoming inspection, the device's screen blanked out after discharging. Complainant indicated that there was no patient involvement in the reported malfunction.